Manufacturer narrative:
For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u35130615 pta balloon dilatation catheter allegedly experience material rupture. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.